Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the spider fx and the stent protege rx, a patient was admitted to the hospital due to complications encountered in the left distal common carotid artery, which had an 80% stenotic plaque at the target lesion. The patient¿s vascular anatomy was described as severely tortuous, including arch anatomy tortuosity and a tortuous internal carotid artery. During the procedure, the spider fx filter became entrapped within the stent and could not be removed endovascularly. This resulted in removal difficulties, requiring a surgical cutdown for device retrieval. The patient was subsequently taken to surgery for stent and spider fx removal via carotid endarterectomy. Vessel damage was noted as a cutdown was performed. The procedure was completed using a new device that was not a medtronic product. The patient was reported to be alive with no injury.

Manufacturer narrative:
Image analysis the customer returned two images for evaluation. Image : this is a procedural image, the stent in the image can be seen in the left distal common carotid artery, the stent is observed as deformed. Image : this image depicts the stent after it has been removed from the patient. The stent is deformed and the spider fx device can be observed within the stent covered in biologics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.